Event description:
A customer wore a pod for about 24 hours and it began to hurt so it was removed. He 'developed an abscess near the cannula." The customer was admitted to the hospital with an infection at the podsite (on right arm). He stated his bg levels were elevated, but he is unsure of what they were. No further info was provided; we are aware of what treatment was provided at the hospital.

Manufacturer narrative:
The pod was not returned for eval. Therefore, we are unable to confirm any malfunction or defect that may have caused or contributed to the customer's podsite infection. No product lot number was reported, so no review of lot qualification (including sterilization) records was possible. The omnipod's user's guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions, "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." The user guide also advises to "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as, pain, swelling, redness, discharge, or heat."